Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device has a 4g firmware error. The customer loaded software v.07.34 and then attempted to reboot. The device displayed "4g interface firmware update failed". This error occurred with a known working 4g dongle. The device was not in clinical use at the time, no impact noted at this time.